Manufacturer narrative:
Concomitant medical product: 429688 lead implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that x-ray confirmed the right atrial (ra) lead was dislodged. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.